Event description:
Post pelviscopy, during skin closure of trocar insertion site, a portion of the needle on 4-0 vicryl suture broke off underneath the skin. A mini-laparotomy was required to retrieve needle fragment.